Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open rectal high resection, the surgeon put the anvil to the instrument and fired it. The knife blade still cut, but no staples were fired. It was also reported that the anvil was bent. Manual suturing was performed. The device issue required the creation of a temporary colostomy in order to complete the case.